Event description:
No new information.

Manufacturer narrative:
The complaint of retraction issues and leakage could not be confirmed from the condition of the sample that was provided for investigation. The unit package for an 18g insyte autoguard was the only item provided for investigation. The insyte autoguard device was not returned. The reported issues could not be confirmed from the returned sample. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5129024. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. A sample shipment was received; however, it only contained empty unit packages and no product sample to evaluate. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Not retracting the needle. In addition, the once way valve was not functioning correctly, causing blood to flow freely which is not normal. One of the staff reported that the 20g insyte was not retracting normally, although after pushing the button several times it mostly retracted. Here is a picture of two18g insyte that did not retract at all. This poses a huge concern for needle sticks.